Manufacturer narrative:
On 10/21/19, the investigation on the suspected medical device was completed. Investigation summary : during evaluation of the device, it was observed to be ruptured. The device was received in three parts during the microscope examination, striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with a 200 cc mentor memorygel breast implant (left) and a 225 cc mentor memorygel breast implant (right) and experienced postoperative right-sided rupture. As a result, the patient underwent bilateral removal and replacement with two 300 cc mentor gel implants on (B)(6) 2019. Initially, bilateral rupture was suspected. However, the left-side device was found to be intact upon explantation. This report is for the right prosthesis.